Manufacturer narrative:
(B)(4). Batch # n56u01. The analysis found that one ec60a device was returned with no apparent damage and with one gst60g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoid colon resection procedure, the device was stuck on tissue after being fired. It was unknown which firing this was on or which reload was being used. To remove the device, the customer cut it out with a second stapler. The stuck device was articulated and had to be removed along with the trocar. Procedure was completed with the second device of the same product code. There were no patient consequences reported.